Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) and electrode belt sn: (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal, which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence, which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 04/06/2020; electrode belt: 06/30/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was with his wife at the time of passing. It was reported that the lifevest was alarming to call for help/perform CPR. The patient's wife reported that ems attempted resuscitation efforts. Review of the download data, indicates the patient received one inappropriate shock in response to oversensing of low amplitude cardiac signal and CPR/motion artifact. The patient was in sinus bradycardia at 40 bpm at the time of the treatment shock at 20:47:54. The patient's post shock rhythm was sinus bradycardia at 40 bpm with hb. The patient entered a non-treatable rhythm at 20:48:09. Asystole from detected at 20:55:59, and ECG shows asystole with intermittent cardiac activity. At 20:55:59 an arrhythmia was detected, and ECG shows asystole with intermittent cardiac activity. From 20:57:42 to 20:59:49, asystole was detected two times with response button use, and ECG shows asystole with intermittent cardiac activity. It is unclear who was pressing the response buttons. From 21:00:04 to 21:52:36 an arrhythmia was detected seven times, ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. The electrode belt was disconnected at 21:53:30 on (B)(6) 2020. The patient passed away on (B)(6) 2020.